Event description:
The customer reported that when they put batteries into the alarm, the lights all blinked and the speaker made a clicking sound. Then the alarm faded out to no sound and the lights dimmed and went out. There was no pt contact or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that when the alarm is powered on, the lights flash and there is a clicking noise. The alarm did not power off on it's own during eval, but it did not come out of the self-check mode so, it could not be tested any further. The battery springs are bent and the battery door is chipped on the corner, but it the door closes properly. (B)(4).